Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of shock advised for non-shockable rhythm was attributed to the device being used incorrectly. The customer indicated the patient had a normal pulse on the wrist and neck. The g5 operator's guide indicates the AED is to be used on victims exhibiting symptoms of sudden cardiac arrest who are unconscious, not breathing, and have no pulse. The device passed functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.